Event description:
On 01/16/1998 a call was rec'd stating, there was a pt incident on this date. During initial positioning the skull clamp slipped causing a 1-1/2 inch right posterior scalp laceration. This occurred on the two pin side. The unit would be locked but seemed to unlock under load. The clamp was removed, the laceration stapled and another clamp was positioned on the pt without incident. They do not believe there was any post operative complications as a result of the slip other than the laceration (it was behind the hair line).